Event description:
It was reported that the impedance readings were encountered that were greater than 4,000 ohms on electrode pairs 2 and 3. These bipolar pairs were used in the pt's programming. The pt had to set the neurostimulator at a higher voltage (9.5 volts) than normal in order to feel the stimulation. It was reported that, upon interrogation, it was noted that the pt's programmer was set at 9.2 volts. Electrodes 2 and 3 were "invalid" on the lead and one of the pt's programs involved these electrodes. Reprogramming was attempted without using the number 2 and 3 electrodes. The pt then, did not feel any stimulation until the device was set at 9.5 volts. The pt battery felt the stimulation at this setting and did not believe that the stimulation covered the area that was previously covered. The device was at "40 to 85 percent." The pt was to have the lead revised and the neurostimulator removed and replaced. During the surgical procedure, the lead/extension was cut. The pt's blood pressure and heart rate dropped ("the pt coded") when the pt was repositioned during the procedure. The pt's cardiac issue was not due to the implanted device system. The procedure was discontinued early due to the pt's unstable condition. Therefore, a new lead or neurostimulator was not implanted. The cut extension and the entire lead remained implanted in the pt. The cause of the invalid lead electrodes was not determined. There was no date planned for the reimplantation of the pt as of the date of this report. No info was provided to the pt's outcome. A follow-up report will be filed if additional info becomes available.

Manufacturer narrative:
(B)(4).